Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and confirmed the issue. The computer was replaced and the issue resolved. The suspect part has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that outside of a procedure, while preparing for an upcoming case, the navigation system became unresponsive when verifying instruments. Green lines were displayed on both monitors and the system was shut down. This step was completed twice. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacturing date now provided. The computer was returned to the manufacturer for analysis. Reported issue was able to be duplicated. Investigation found green lines in the monitor. There is also other intermittent video distortion. When a known good video card is installed into the computer there is no green lines. Unresponsiveness was not observed during burn-in testing. The computer has a bad video card. The hardware investigation found that reported event was related to a computer graphics card malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database. Correction: after part replacement, the navigation system then passed the system checkout and was found to be fully functional.